Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d2b (product code), d4 (model #, catalog #, lot # and UDI #), and g4 (510k #) have been updated. The contour® next link 2.4 meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.